Manufacturer narrative:
The customer reported that the device failed to fully power up. There was no pt impact. Philips evaluated the device and confirmed the failure. Replacing the processor pca resolved the failure.

Event description:
The customer reported that the device failed to fully power up.